Manufacturer narrative:
Physio-control evaluated the device and did not verify a failure to power on, but did observe an issue with the device display upon power up. It was determined that the cause of the observed issue was due to a broken solder joint on the flex cable assembly which connects the interface pcb and the display. After replacement of the cable, normal device operation was observed through functional and performance testing. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that upon attempting to power their device on, the unit would not complete the boot-up cycle. As a result, defibrillation would not be possible. The customer advised that they had just received this device and the issue was observed during the initial set up of the unit. There was no patient use associated with the reported event.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control provided the customer with a replacement device. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.